Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the sensor needle hub did not came off after insertion and customer was not reporting a needle break in a body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that needle was broken. Blood glucose was unknown. Customer stated that the last one she went in for an xray and had to remove the sensor early. The sensor will not be returned for analysis.